Event description:
It was reported that during an infusion set change the user received alerts to connect the cgm or enter a blood glucose value, reviewed alert history, saw a sensor reconnecting alert, attempted to rescan the sensor in the ilet mobile app, received a sensor error, and then inadvertently dislodged the sensor, after which a new sensor was applied and the user was transferred to the cgm manufacturer¿s helpline for further assistance. Symptoms included no reported adverse clinical effects. Outcomes included temporary interruption of cgm data availability with user education provided and call transfer to the partner organization. Investigation included technical support troubleshooting and education. Investigation of this case revealed a cgm pairing failure and sensor error consistent with signal loss and sensor dislodgement, with responsibility for the issue not attributed to the ilet pump. It was concluded that the event was related to cgm connectivity and sensor displacement, not a malfunction of the ilet system.